Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: h4.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service technician. The helium tank knob chain was found to be broken in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
The getinge field service technician that encountered the issue replaced the helium tank knob (0366-00-0092) to resolve the issue and performed a completed pm. Device passed all functional and safety tests according to factory specifications. The iabp was then returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).